Event description:
It was reported that at 2 year f/u check, the pt complained of moderate pain in the lateral and medical thigh at rest. At 3-year f/u only 'mild pain' is reported.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review, as the pt has not been revised to date. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Should add'l info be received, an updated report will be submitted. Zimmer reference #(B)(4).